Event description:
A pt reported blood glucose results of 180 and 137 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated diffference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, tehreby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the testing technique was correct. The pt performed a control solution test, which passed. No new supplies are being sent to the pt. No further information has been reported.